Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified right superficial femoral artery. After an unspecified guidewire crossed the lesion, a 5.0mmx60mmx135cm sterling balloon catheter was advanced to the lesion for dilation. Upon first inflation, the balloon ruptured at 10 atmospheres. The device was removed and replaced with a 5mm x 4cm sterling balloon catheter. The procedure was completed and no patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).